Manufacturer narrative:
Complaint (B)(4) - no samples were provided. No material number for the additionally claimed tube was provided. No batch number for the additionally claimed tube was provided. Unfortunately, without basic information, a thorough investigation is not possible. A check of quality, production, and maintenance records for 454322/b240733e revealed no deviations in relation to the claimed error. The complaint is closed as cannot be determined.

Event description:
The customer advised they received incorrect results when using a tube from the lot. The customer advised they ordered a different lot number and received the same result. The customer advised no further minimum information, pictures, or product samples for evaluation. The customer requested to close the complaint.